Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a aviva meter, within 10 minutes: 500 mg/dl and 200 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because customer returned loose strips that were not in the strip vial. The strip vial is designed to protect the strips from damage due to environmental conditions. It is unknown if this is how the user was storing(user error) the strips or if it was just how the strips were returned to the manufacturer.